Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm of an unknown size. It was reported approximately 10 years post the index procedure the patient presented to the hospital with symptoms of aneurysm rupture and it was discovered the patient had a late type ib endoleak. The physician implanted a limb extension on the patient's right iliac artery. Four days later, the patient presented emergently again with rupture symptoms and an late type ib was discovered on the patient's left iliac artery. A 36 aui stent graft was placed and extended with a 16x13x156 limb. After aui was deployed while removing the delivery system, nose cone was caught on super renal stents. Delivery system was repositioned and removed. Grafts were ballooned and a diagnostic angiography was performed and showed satisfactory results. The physicians began to perform femoral to femoral bypass surgery. The patient began coding and CPR was performed for 6 minutes when time of death was called. Per the physician, the cause of the type ib endoleak was due to iliac dilatation. No additional sequelae was reported and the patient is expired.

Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: enlw1620c93e, serial/lot #: (B)(4), ubd: 07-aug-2013, UDI#: (B)(4); product ID: enlw1616c82e, serial/lot #: (B)(4), ubd: 06-nov-2013, UDI#: (B)(4); product ID: enlw1628c124e, serial/lot #: (B)(4), ubd: 08-sep-2013, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received ; it was confirmed the type ib endoleak identified when the patient first presented emergently, resolved after implanting the etlw 1613c156e ( sn (B)(6)) and etlw 1610c124e (sn (B)(6)) in the right iliac . It is unknown which stent graft implanted during the index procedure or first intervention contained the ib endoleak. The cause of death is cardiac arrest due to complications from ruptured aaa. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.